Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A manual dose injection was delivered to address bg. Reportedly the customer called their health care provider and was advised to go the the emergency room. No further information could be obtained.